Event description:
In 2009, pt reports she has been experiencing elevated readings. She states her infusion site is red or irritated and thinks the insulin is not being absorbed causing the elevated readings. Pt reports elevated readings have been 277 mg/dl, 263 mg/dl and 344 mg/dl. Pt's normal range is between 120 - 150 mg/dl. She states she generally boluses 5 units to correct for high blood glucose. Pt reports she has been on prednisone for the past 2 months; however her dosage has been lowered recently. She states no errors or alerts have occurred. Pt reports the infusion site appears to be somewhat "lifted up" off her skin. Advised on proper site insertion. Pt states the irritation is not site specific. Reviewed infusion device history with pt. Pt agreed bolus history and daily totals were correct. Advised pt she try a different site dressing. On call back, pt reported her blood glucose was 283 mg/dl. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Educated pt on proper insertion of infusion set. On follow up in the next day, pt stated her blood glucose results are back within normal range, and that everything is working correctly. Product was replaced and requested return of the suspect product for evaluation.